Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). D10: cat: 00877504003 lot: 3226070 bioloxâ® delta, ceramic femoral head, cat: 110010245 lot: 67072703 g7 osseoti 4 hole shell, cat: 30104006 lot: 67152100 g7 vit e neutral lnr, h6: suggested component code: mechanical (g04) ¿ stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one month post-implantation, the patient underwent a hip dair procedure and revision due to infection and pain. Shell, liner, head, and stem were revised. Attempts have been made and no further information has been provided.